Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Sixty-three days post implant procedure, the patient presented to the emergency department with stomach pain. A computed tomography (CT) scan was performed which revealed the watchman implant embolized into the aorta at the level of the renal arteries. The implant also had a clot behind it. The patient was admitted to the hospital. The physicians suspect the embolized watchman was contributing to the stomach pain and renal failure that the patient was experiencing. The patient was started on dialysis in response to the renal failure. Due to the clot behind the watchman device, the physicians decided to not explant as the patient was stable. The patient was re-started on oral anticoagulants and if the clot clears, they then plan to explant the watchman device. The patient has been discharged and expected to follow up in one month.